Event description:
The contact stated that she performed control tests using the customer's meter and received results that were out of range. The contact stated the control test results were "hi" and 505 mg/dl. The normal control range is 95-131 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.